Event description:
It was reported that the customer's insulin pump had been shutting off for two days and that the customer had been receiving alarms. The customer's blood glucose was unknown. The customer stated that she had experienced battery issues for a few months prior as well as blank displays, one failed battery test alarm and two battery out limit alarms. Troubleshooting was done. The customer stated that the display returned. Advised that the battery out limit alarm was normal insulin pump behavior. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.